Manufacturer narrative:
The investigation found the customer¿s calibration and qc data do not suggest any general reagent issue. The alarm trace does not contain a conspicuous event. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ferritin, elecsys total psa immunoassay, and elecsys tsh assay results for one patient sample with the cobas e 801 module. The initial ferritin result was 2.14 ng/ml. The repeated result was 72.8 ng/ml. The initial total psa result was 0.0255 ng/ml. The repeated result was 0.959 ng/ml. The initial tsh result was 0.0355 uiu/ml. The repeated result was 2.45 uiu/ml. The questionable ferritin and tsh results were not reported outside of the laboratory. The questionable total psa result was reported outside of the laboratory. The ferritin reagent lot number was 535700. The total psa reagent lot number was 492361. The tsh reagent lot number was 533569. The expiration dates were requested but not provided.